Event description:
The customer reported spilling water on his insulin pump. He stated that the up arrow was stuck and the insulin pump keeps scrolling. The customers blood glucose was 112 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had unresponsive buttons due to corroded keypad traces. The device was received with cracked display window corners, battery tube threads, reservoir tube, reservoir tube lip, belt clip slot, minor scratched display window. No unexpected numbers scrolling noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.